Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The vessel morphology was not a factor in this event. It was reported that prior to use when the device was removed from the package and it was immediately noticed that the side flush port had broken off. It was not able to be repaired. The physician was unable to flush the outer graft cover with heparin saline with the use of a 20g needle. The physician inserted an angio-catheter (plastic needle) into the side port to flush, which worked for flushing the device. The physician continued to prep the device without issue. The stent graft was implanted without issue. No clinical sequelae were reported and the patient is fine. The device was returned for evaluation. The complaint was confirmed; the side port extension was disconnected from the delivery system. The barb adaptor snapped flush with the screwgear hole. Evaluation of the device could not conclusively determine a root cause.

Manufacturer narrative:
(B)(4). Results: incorrect technique/procedure (use of a defective device). Conclusions: operational context contributed to event (use of a defective device).